Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a curved opening on anterior and fold creases. Leak test and microscopic analysis was performed which identified: three striated openings on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.